Event description:
A patient underwent bilateral video-assisted thoracoscopic approach surgery (vats) with concomitant pulmonary vein isolation using an eml2 clamp. Following the release of the clamp after the third lesion was created, a 2cm hole was discovered in the left atrium where the clamp had been placed. To prevent blood loss, the clamp was reapplied. The patient was then placed on cardiopulmonary bypass, and a small thoracotomy incision was made to repair the hole. The remainder of the procedure was completed successfully. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was received for investigation and met all specifications.